Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the mid left circumflex artery. A 2.50mm x15mm nc emerge® balloon catheter was advanced for dilation. However, device failed to cross the lesion. Upon inflation, while increasing the air pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There is a pinhole at the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the mid left circumflex artery. A 2.50mm x15mm nc emerge® balloon catheter was advanced for dilation. However, device failed to cross the lesion. Upon inflation, while increasing the air pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.